Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: the keypad was found to be missing from the pump. The complaint of the under-responsive down arrow, ok and contrast buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under the contrast button contact.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow, ok and contrast buttons were under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.